Event description:
Reportedly, on (B)(6) 2023, symphony sr (sn:(B)(6)) was replaced with eno sr (sn: (B)(6)). On the next day, noise oversensing was observed on the atrial channel. When the lead was measured, the threshold, p-wave amplitude, and impedance did not change from those at the time of replacement. After confirming noise in the atrial lead, the atrial sensitivity was changed to 2mv, after which no oversensing events were observed. Pocket manipulation was performed to confirm the suspicion of loose pins, but the impedance did not change.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.